Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level exceeded 500 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the pod was leaking insulin during use. Reported symptoms included vomiting, body aches, frequent urination, and shortness of breath. The patient received treatment with intravenous fluids, an insulin drip, and pain medication. The patient was discharged on (B)(6) 2026, after a two-day hospitalization. The pod was discarded by the patient and was not available for return.